Manufacturer narrative:
(B)(4). Additional information the device was received with the top jaw damaged. The device was tested with a generator and the device performed as required during testing; though all testing could not be completed due to the jaw damaged. There is insufficient evidence related to what caused the damaged; a possible cause of the damaged to the jaws and could be not allowing thick and fibrous tissue to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection procedure, the doctor was working low in the trans anal and the jaw broke. No piece was left in the patient. There were no patient consequences. Case completed with a harmonic device.